Event description:
The user facillty stated that the elbow portion of the suction catheter device failed to disconnect from the tracheostomy tube. The tracheostomy tube with the suction catheter affixed had to be removed from the patient. There was no injury to the patient. Kimberly-clark or ballard medical has no first hand knowledge of the allegations but is relaying infomration received from outside sources pursuant to federal regulations.

Manufacturer narrative:
There were four possible lot numbers cited: 1) lot number 322570 was manufactured october 2005; 2) lot number 334839 was manufactured january 2006; 3) lot number 331736 was manufactured december 2005; and 4) lot number 328099 was manufactured november 2005. According to the user facility, the tracheostomy tube was an argyle uncuffed, all silicone pediatric tracheostomy tube with ID 5.0mm and od 7.3mm. The device is expected to be returned for evaluation. At that time, if the eval determines that the product was not within connector specifications, we will then submit a supplemental report.